Event description:
It was reported that during an office visit high impedance was observed. Additionally it was observed that the generator's battery indicator was ifi = yes. The patient was then referred for a full system revision. No surgical intervention is known to have occurred to date.

Event description:
Product analysis was completed on the explanted lead and generator. The lead was received as one portion which did not include the electrodes or the tie downs. Since the entire lead was not received it is unclear how the missing portion of the lead contributed to the high impedance. Of the portion of the lead that was received it was noted that setscrew marks were observed on the connector pins which indicated proper mechanical contact between conductive surfaces of both the generator and connector pins. Continuity checks of the returned lead portion were performed and no discontinuities were identified. Abrasions were observed in the outer tubing of the lead near the connector boots however the inner tubing was not penetrated. The generator was interrogated during analysis and it was noted that the generator had been left programmed on after explant. This caused the generator's battery to deplete further and the battery indicator was eos = yes (pulse disabled). The pulsedisabled bit in the generator's memory was reset and functional analysis was completed. It was observed that after the reset the generator performed to functional specification. The internal data of the generator was reviewed and it was noted that the last >25% change in impedance value occurred on the day of explant. The prechange value was 12,545 ohms and the postchange value was 18,392 ohm, both values are considered high impedance and outside of the acceptable range. Product analysis could not confirm the cause of the high impedance and did not observe a lead fracture. However a portion of the lead was not received and therefore did not undergo analysis.

Event description:
The explanted lead and generator were received and are currently pending product analysis.

Event description:
It was reported that the patient underwent lead and generator replacement surgery. During pre-op a system diagnostic test resulted in high impedance. At the beginning of the surgery pin insertion troubleshooting was attempted however the high impedance did not resolve. The lead and the generator were then replaced. The explanted lead and generator have not been received to date.